Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test and rewind. No unexpected rewind anomalies noted. Device received with minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was blurry and difficult to read, insulin squirted out during priming as well as esc button had to press two to three times to respond. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will not be returned for analysis.